Manufacturer narrative:
This MDR was generated under protocol (B)(4)., as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Customer stated problem can be confirmed. Unit cannot be switched on. During investigation we found a faulty keypad. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced the keypad. UDI information is unknown.

Event description:
It was reported that the device does not power on. No patient injury was reported.